Event description:
During evaluation at philips bench repair, it was identified that the device had no audio. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound in the device, but the speaker did produce a sound and beep on speaker certification tool. Based on the information available and the testing conducted, the cause of the reported problem was the system board. The reported problem was confirmed. The device was operational after repairs were completed. The speaker has also been replaced per current process. The investigation concludes that no further action is required at this time.